Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for low impedance. The patient had been experiencing pectoral stimulation. Attempts were made to reprogram the lead to minimize the sensation which were unsuccessful. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.